Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. In addition, the customer received an unspecified notification prompting the customer to change the cartridge. Customer's blood glucose level was 130-150 mg/dl. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. The customer had manual insulin injections available as backup insulin therapy.